Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had an unresponsive keypad and alarmed button error. The customer did not know the blood glucose reading. She stated that the issue was not resolved by a battery replacement. She stated that the insulin pump also alarmed battery out limit as well. She stated that the customer was at a party and had been able to bolus without issues prior to the event. The customer ate something again, but this time the device would not work and alarmed the button error. She stated that they changed the infusion set and switched out the batteries to no avail. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and declined to return the device for analysis.